Manufacturer narrative:
Approximate age of device - 3 months, 22 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented to the emergency room with low flow alarms lasting more than 80 minutes. IV fluid bolus was administered. Echo showed no obstruction to outflow or inflow cannula. CT angiogram (cta) showed no kink of the outflow graft. Due to metal artifact, thrombus cannot be ruled out around the metal portion of the outflow graft. Bilverdin and milrinone was given to the patient. Based on the log file, technical service confirmed that flow dropped from 3.1 lpm to 0 lpm within 12 seconds, but the device was working as expected. The patient is stable and transferred to another hospital. No device was exchanged. Additional log file was received and evaluated on (B)(6) 2018. Based on the log file, technical service continued to observe low flow alarms where flow rate is 0. Under a different hospital, the patient underwent echo that showed mitral and tricuspid regurgitation and severely impaired left ventricular systolic function. The patient is placed on IV bivalirudin and is in intensive care unit (ICU). The patient is currently listed for 1 a(b).no further information was provided.

Manufacturer narrative:
A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was transitioned from intravenous bivalirudin to lovenox on (B)(6) 2018. Additional log files reviewed by the manufacturer's technical service representative showed no unusual events and the device to be operating as expected.

Manufacturer narrative:
Device was received on (B)(6) 2019 but has not been evaluated.

Event description:
Additional information on (B)(6) 2019: it was reported that the patient underwent a pump explant on (B)(6) 2018 at (B)(6) hospital.

Manufacturer narrative:
D10: correction manufacturer's investigation conclusion: the evaluation of the device confirmed the report of suspected thrombosis. Evaluation of the submitted log files revealed calculated flow initially ranging between 3.0 and 4.4 lpm; however, calculated flow decreased to 0 lpm on (B)(6) 2018. A constant low flow hazard alarm was observed, associated with the flow decreasing below the low flow threshold of 2.5 lpm. The calculated flow remained at 0 lpm until it appeared to slightly increase starting on (B)(6) 2018. The calculated flow appeared to return to baseline values on (B)(6) 2018, and calculated flow ranged between 3.3 and 4.6 lpm throughout the remainder of the submitted data. Despite the observed period of low calculated flow, the pump appeared to have functioned as intended throughout the duration of the log files. The device was returned assembled with the pump cable severed approximately 13.5¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged. The apical cuff was returned and secured with the fully engaged cuff lock. The device appeared to have been exposed to a fixative agent. The lumen of the inflow cannula revealed fixed, tissue-like depositions adhered to the textured surface. These depositions did not reveal conclusive evidence of laminated layering or denaturation. Although the origin of the depositions and the specific duration for which they were present within the pump could not be conclusively determined through this evaluation, they were partially occluding the flow of blood and could have potentially contributed to a flow issue. However, a direct correlation between these depositions and the low flow events observed in the submitted log files could not be conclusively established through this evaluation. The remainder of the blood-contacting surfaces of the returned pump did not reveal evidence of developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The device was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas instructions for use (IFU) lists possible pump thrombosis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also lists thromboembolism as a potential late postimplant complication. This IFU contains information regarding the recommended anticoagulation therapy and inr range. In addition, this document explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. This IFU and the heartmate 3 lvas patient handbook explain all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the evaluation of the submitted log files confirmed the report of low flow alarms with 0 lpm flow, a specific cause for the events could not be conclusively determined through this evaluation. In addition, a direct correlation between heartmate 3 lvas, and the reported events could not be conclusively established through this evaluation. Evaluation of the submitted log files revealed calculated flow initially ranging between 3.0 and 4.4 lpm; however, calculated flow decreased to 0 lpm at 09:37:52 am on 17sep2018. A constant low flow hazard alarm was observed, associated with the flow decreasing below the low flow threshold of 2.5 lpm. The calculated flow remained at 0 lpm until it appeared to slightly increase starting on 22sep2018. The calculated flow appeared to return to baseline values on 02oct2018, and calculated flow ranged between 3.3 and 4.6 lpm throughout the remainder of the submitted data. Despite the observed period of low calculated flow, the pump appeared to have functioned as intended throughout the duration of the log files. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4), and no further issues have been reported at this time. The heartmate 3 lvas IFU lists possible pump thrombosis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also lists thromboembolism as a potential late postimplant complication. This IFU contains information regarding the recommended anticoagulation therapy and inr range. In addition, this document explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. This IFU and the heartmate 3 lvas patient handbook explain all system alarms and the recommended actions associated with them. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.